Event description:
This is a 58-yr-old female known to have chronic fibrocystic disease of the breast and a positive family history of breast cancer who underwent bilateral subcutaneous mastectomies and submuscular placement of silicone implants in 1983. The pt presented with complaint of pain in the left breast. A recent mammogram noted one mass in the right breast and 3 masses in the left breast. The pt went to or 7/19/94 for bilateral removal of the silicone implants, bilateral breast biopsies, and excision of scar tissue. The right breast implant was intact while the left breast implant had ruptured with silicone confined to the breast cavity. The implants were returned to the pt 7/25/94.